Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a lost sensor alarm and a high blood glucose event. The customer¿s blood glucose was 441 mg/dl at the time of incident. Customer stated that the insulin pump had a very loud alarm and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 441 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis. Reference case (B)(4).